Event description:
The customer reported via phone call that she was not getting insulin unless she is pushing on the end. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that while changing her set she noticed that her blood glucose has been running high the last couple of days. Customer stated that the drive support cap is loose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.